Event description:
It was reported that during implant, the helix of the lead would not extend. The lead was not used, and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the helix was blocked by the guide tooth. It was also noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the guide tooth was damaged. Visual analysis indicated that there was explant damage.